Event description:
--

Event description:
Boston scientific received information that this patient was working in the fields and was very hot and sweaty and passed out. A review of the arrhythmia logbook noted several ventricular events, but they had been overwritten by later events. All lead measurements were steady and within normal limits and no noise was noted during isometrics. No inhibition of pacing was observed during any tests. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the stored episodes and stated they are atrial tachycardia response (atr) episodes that were triggered by cross-talk from the backup paces of the ambulatory auto capture (ac) test. The consultant stated this is a common occurrence and is not an issue. The consultant thought is was coincidental that there was some noise on the ventricular electrograms (egms) that was captured during the second event. It doesn't look like electromagnetic interference (emi) and in two instances there is a (vs) after the primary vp and backup vp of the egm. There is a vp-ns on that egm, so the device classified this as noise. The patient remembers taking a friend to the hospital on the day of the second event so it could be a possibility that there was some external emi. The caller will change the atr storage criteria to make it more difficult to store atrs and will expand the egm storage which will provide more opportunity to store events. The caller discussed the egms and programming changes with the physician who agreed with the results. A tilt table test that was performed with normal results and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received noting this device was subsequently explanted and returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received that three months after the initial observations, and a few days prior to the replacement procedure, the patient was feeling dizzy. A system check noted the device was in retry and the lead safety switch (lss) had been triggered due to an out of range impedance measurement. The lss was reset, and within ten minutes, it had been triggered again. Telemetry showed a 3-4 second pause where there was ventricular pacing but no capture. The device was reprogrammed to doo at an output of 5.0v. Isometrics and pocket manipulation did not produce any out of range measurements. A review of the daily measurements noted an increase a few months ago from 320 ohms to 760 ohms. A revision procedure was performed and the system was removed from service. No adverse patient effects were reported.